Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade I. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of rupture and capsular contracture was received on november 15, 2024, with lot number 3088988. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade I. Device has been explanted.